Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, failed accuracy testing at plus 7.8 percent. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels were missing and device in good condition. During functional check, the reported complaint was not duplicated. However, delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of plus or minus 3 percent but within the published specification of plus or minus 6 percent. As a preventive measure, the pump?s expulsor will be trimmed to bring the pump's delivery into more nominal range. Additional testing performed. Pump ran 2min 35 sec, pump alarmed over 2min 30 sec. Stop watch e6721 used, test passed. Could not duplicate complaint, root cause is unknown.